Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There were two other complaints reported against this lot. One addresses an external leak and the second addresses a particulate found in the dialyzer. They are unrelated to the current internal leak event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred one hour and four minutes into the patient¿s hemodialysis (hd) treatment. The patient treatment was restarted with new supplies. The fresenius 4008 machine did not alarm. Fresenius bloodlines were used during treatment. Blood strips were not used. The blood leak was noted as internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.